Event description:
The user facility reported that during a patient procedure the displays to their hexavue custom room rack went black. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the rack needed to be rebooted. To resolve the issue, the technician rebooted the rack. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.